Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose which ranges from 76 mg/dl to 600 mg/dl. Customer reported that there was crack at belt clip. Customer did not provide further information about high blood glucose. Insulin pump rejected new batteries and had rainbow effect on screen. Customer declined to transport to the 24 hours technical support team. Insulin pump will not be returned for analysis.